Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the buttons on the insulin pump was harder to press and scratches or damage on the insulin pump display as well as reservoir piece of plastic chipping off. Customer¿s blood glucose level was unknown. Customer stated that affect the ability to read the screen. Customer also reported that unexplained no delivery alarms, cracked on right corner and battery, treading seem striped or worn, prime or rewind process seem to take longer and diminished battery life. The device will not be returned for analysis.